Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ es server user informed new patient and medication was not crossing and they were unable to access the medications in the unit, they have to put the stations on critical override. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ es server user informed new patient, and medication was not crossing, and they were unable to access the medications in the unit, they have to put the stations on critical override. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the patient and medication information was not crossing over between stations. A technical support specialist identified dequeue errors and connection timeouts and verified that knowledge article (ka) had already been applied. All bd services on the application server were stopped, and the structured query language (sql) server service on the database (db) was restarted. Message processing resumed, reducing pending messages from 35k to 16k. Customer confirmed the system should be functioning and advised contacting the customer. The specialist spoke with staff from the pharmacy, who later confirmed the issue was resolved. The case was kept open for 24 hours for monitoring, which customer agreed to and also confirmed resolution. The system functioned as intended after the technical support specialist troubleshot the device.